Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A surgeon reported an under correction of greater than one diopter one week following optimized photo refractive keratectomy (prk) of the right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. Log file for the date of treatment shows all laser system functions were within specifications for the respective treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).